Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the insulin pump was not alarming low reservoir. Customer reported that they had low reservoir. Customer was able to clear the alarm. Customer states that they could not hear the alarm as well. Customer reported that the insulin pump was neither beeping nor vibrating currently. Customer was performing a self test and the insulin pump did not beep during the tone test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.